Event description:
Infant was on ventilator, surfactant therapy was delivered, pt was extubated to nasal CPAP (continuous positive airway pressure). A few days later the rn caring for the baby noticed something in the CPAP circuit (on the exhalation side near the wye piece) that was green. The circuit was changed immediately by the respiratory therapists. After changing the circuit the therapists looked further at the substance in the tubing and noticed it was furry like mold. They bagged up the circuit and a safety report was made. Infectious disease ran a lab analysis on the substance which came up negative.no negative outcome or changes to patient's care. Sepsis workup was negative. Found on 6th day of intubation. Substance not found on any other surfaces. Unable to provide substance measurements (e.g.: diameter). Pt was extubated to CPAP through the vent. The same circuit is used for this, this has been our practice. The patient was on 5 days of nasal CPAP when the substance was found.survanta medication given on two days: once on the day before extubation and once on the day of extubation. No other meds given through vent. Surfactant was given through endotracheal tube. This kind of event has never happened before and cause is unknown.